Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately twelve years five months post filter deployment, x-ray of the abdomen demonstrated that one of the ivc filter arms was fractured. Approximately twelve years six months post filter deployment, complex ivc filter retrieval was successfully performed using endobronchial forceps in the jaws of life technique. However, the ivc filter limb and fragments could not be removed despite a prolonged attempt. Cavogram performed post ivc filter retrieval revealed more wall adherent material was present after removal but was not flow-limiting. The ivc filter was inspected and found to be removed completely with the exception of the retained limb as well as two filter feet, which were retained in an extravascular location. CT performed approximately one year two months post retrieval demonstrated a perforated filter limb within the right psoas muscle. Therefore, the investigation is confirmed for limb detachment and perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties, as limited details surrounding the retrieval procedure were provided. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical record review: an inferior vena cava (ivc) filter was deployed secondary to gunshot wound and pulmonary embolus with need for pulmonary embolus prevention. Inferior vena cavagram performed post ivc filter deployment revealed a recovery inferior vena caval filter successfully deployed just below the lowest renal vein in good position. Approximately twelve years five months post ivc deployment, x-ray of the abdomen demonstrated an ivc filter at the l2-l3 level with one of the ivc filter limbs detached. Approximately twelve years six months post ivc deployment, complex ivc filter retrieval was successfully performed via the right internal jugular vein. The ivc filter was removed using endobronchial forceps in the jaws of life technique. However, the ivc filter limb and fragments could not be removed despite a prolonged attempt. The ivc filter was inspected and found to be removed completely with the exception of the retained limb as well as two filter feet, which were retained in an extravascular location. This was noted as normal for this filter and of no clinical consequence and unlikely to cause the patient harm. CT of the abdomen one year post ivc filter retrieval demonstrated a perforated inferior vena cava filter limb within the right psoas muscle; and bullet fragment within the left flank abdominal wall musculature.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter arm detached. Furthermore, the patient allegedly experienced lower stomach pain, chest pain, and lower back pain. The device was removed. The detached filter strut remains in the patient¿s body at the extravascular location posterior to the ivc after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter arm detached. Furthermore, the patient allegedly experienced lower stomach pain, chest pain, and lower back pain. The device was removed. The detached filter strut remains in the patient¿s body at the extravascular location posterior to the inferior vena cava after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege a bard recovery inferior vena cava filter was deployed just below the lowest renal vein for a patient with pulmonary embolism. Approximately thirteen years four months post inferior vena cava filter implantation, an x-ray of abdomen was performed and the study showed that there was an inferior vena cava filter at the l2-l3 level and it appeared that one of the inferior vena cava filter arms was fractured. One month later the bard recovery inferior vena cava filter was removed via the right internal jugular vein approach and during the procedure, the right internal jugular vein was accessed by rotational cavography which demonstrated a recovery inferior vena cava filter, fractured with one arm in an immediately extravascular location posterior to the inferior vena cava. The filter was then removed by endobronchial forceps in the jaws of life technique but the fragment could not be removed despite a prolonged attempt to render a portion of it. The filter was inspected and found to be removed completely except for the retained arm described above as well as two filter feet, which were retained in an extravascular location which was normal for this filter and of no clinical consequences. The final impression was mentioned as successful complex filter removal by jaws of life technique and unsuccessful attempt at extravascular fragment removal. A computed tomography (CT) of abdomen and pelvis was performed approximately one year after the filter removal and the study showed that no inferior vena cava filter identified within the abdomen. Also, there was a perforated inferior vena cava filter tine within the right psoas muscle. Therefore, the investigation is confirmed for the perforation of the interior vena cava, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.